Event description:
A simply go device was returned to a third-party service center with an initial complaint of too little o2, the unit is noisy, and needs maintenance. No serious harm or injury was reported. During the evaluation of the device, the service technician noted that the pca was burnt. Additionally, the service technician also noted sieves are clogged and inlet filter needs replacing due to preventive maintenance. The device is being returned to the manufacturer for further evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.